Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. H6 code of 4581 was chosen to capture the event of bezoar. Bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient experienced abdominal pain and discomfort. On (B)(6) 2023, the patient was admitted into the hospital, it was reported that food was at the tip of the tube, and the bumper of the tube lodged into the pylorus. On an unknown date the tubes were removed and the patient reported feeling better. No other information available.